Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Technicians in the cath lab indicated there was no deficiency of the csi device, but the physician could not be reached for an opinion. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Multiple unsuccessful attempts were made to advance a laser atherectomy device via femoral access and antegrade approach to treat a heavily calcified lesion in the anterior tibial artery, which was highly stenosed. Pedal access was obtained, and a stealth orbital atherectomy device (oad) was used to continue the procedure after treatment with the laser device was unsuccessful. However, the oad became stuck on the guide wire, and the procedure was aborted with no plans to bring the patient back for additional treatment.